Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion, as a decrease in estimated battery longevity was noted between follow-up visits. Technical services reviewed the device data and confirmed these observations. It was recommended that the device be replaced within 90 days. Currently, therapy delivery remains unaffected, and the device continues to be implanted and in service with no reported adverse effects on the patient. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion, as a decrease in estimated battery longevity was noted between follow-up visits. Technical services reviewed the device data and confirmed these observations. It was recommended that the device be replaced within 90 days. Currently, therapy delivery remains unaffected, and the device continues to be implanted and in service with no reported adverse effects on the patient. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is anticipated to be returned.